Event description:
The customer reported that the probe drip on the ortho provue analyzer. The analyzer posted an error message during reagent identification indicating an inability to identify the liquid levels. The customer discontinued the use of the instrument. No other info was provided regarding this incident. Probe drip may lead to dilution of sample/reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The user detected the issue, preventing erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined the probe was bent. A bent probe can lead to a loss of vacuum / pressure in the fluidics system which could result in probe drip. Replacement of the probe and the appropriate adjustments has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.